Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported during impella implant, the patient went into ventricular fibrillation and was shocked once. Patient was stabilized and impella cp was explanted.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of vf could not be determined as the device was not returned nor sufficient clinical details. The instructions for use states impella cp with smart assist system in the section: potential adverse events (united states) states ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ added-h6 impact code 4627 to conform to updated procedures, sections d6 & h10 were revised with updated information.